Event description:
It was reported that pump displayed altitude alarms on two separate days and required customer to replace cartridge before use could continue. There was no reported impact to the customer¿s blood glucose level. Customer replaced cartridge, and pump resumed normal operation after technical support provided tips for preventing future altitude alarms, which caller understood and acknowledged.